Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented to the emergency room (ER) with chest pain/shooting pain when sitting up. Information received on the remote transmission indicated the threshold on the right ventricular (rv) lead was high. It was determined that the patient had a rv lead perforation. The lead was capped and replaced. One week later the patient still had ongoing pericardial/pleuritic chest pain but no pericardial fluid/ pneumothorax. The wound was reopened and discovered that the perforated lead had retracted back into the lead body. The lead had otherwise not moved. The pain seems to have resolved with retraction of screw. No further patient complications have been reported as a result of this event.